Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The device evaluation did not replicate the reported device failure during performance testing. Review of the device logs confirmed the occurrence of system fault error messages (sf 101 and 74) and revealed the occurrence of a system fault error message 218. Based on the information available and previous investigations of similar complaints, the investigation determined that the system fault error messages were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 74 and sf 101). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 74 and sf 101). There was no patient injury reported as a result of this incident.